Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the lamp did not turn on. The timing of event is unknown. Additional information has been requested, but none received to date.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative replaced the illuminator control printed circuit board assembly (pcba) to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 18, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming illuminator control pcba. However, how or when the sample became nonconforming could not be determined. The manufacturer internal reference number is: (B)(4).